Event description:
It was reported that the ventilator did not turn on. There was no patient harm. Manufacturer ref.#:(B)(4).

Event description:
Manyfacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not turn on. During troubleshooting on-site, the dc/dc & standard connectors printed circuit board (pcb) was found faulty. An offer was sent to the hospital, but they decided to not do the repair. No device logs were downloaded. It was requested to close the complaint. There can be different reasons for the reported problem. For example, that the connection between the dc/dc & standard connectors pcb and the user interface panel was interrupted. In general, if an internal power failure occurs during ventilation it may lead to stop of ventilation. Alarms will be generated. The conclusion is that dc/dc & standard connectors pcb was found faulty but that no repair was requested.